Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information received notes that a battery performance alert (bpa) was received by the clinician and the device was explanted. The patient condition was stable before and after the procedure.

Manufacturer narrative:
Correction d6b: date of explant updated to 10 jul 2023, it was previously reported as 11 jul 2023.